Manufacturer narrative:
This report is being submitted following an internal audit. See scanned pages.

Event description:
Journal reference: drapier d. Drapier s. Sauleau p. Et al. Does subthalamic nucleus stimulation induce apathy in parkinsons disease j neurol. 2006; 253: 1083-1091. The article describes the results of a study involving 15 patients being treated with bilateral deep brain stimulation (dbs) for symptoms related to advanced parkinsons disease. The goal of the study was to evaluate non-motor effects of dbs. Study patients were evaluated at 3 and 6 months. Sixty percent (9 patients) of the study group (leads n=9) experienced apathy at the 6 month evaluation. Treatment and additional outcome information was not provided.